Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50x28 synergy drug-eluting stent was attempted to place in the lesion. However, it was noted that the stent was not mounted and revealed that the stent was still inside the stent protector. The device was exchanged with a 2.5x 24 synergy stent and the procedure was completed. No patient complications were reported and the patient's status was good.